Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd luer-lok¿ syringe sterile had difficult plunger movement. The following information was provided by the initial reporter: "...the syringe where the piston does not "lock"."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 21-mar-2022. H.6. Investigation: three photos and one loose syringe were received. The sample was visually evaluated. No visible defects were observed on the syringe. Based on complaint verbatim the plunger coming out of the syringe and not having a "stop" or "block" towards the top of the barrel. This "stop" is known as a retaining ring on other bd syringes. This product material 309628 does not have a retaining ring by design according to its product specification. Since the reported condition is not a true defect and related to the design of the syringe corrective actions are not necessary. DHR review is not required as the identified condition is related to the design of the syringe. H3 other text : see h.10.

Event description:
It was reported bd luer-lok¿ syringe sterile had difficult plunger movement. The following information was provided by the initial reporter: "the syringe where the piston does not "lock."